Event description:
Explanting physician reported rupture and "small cysts" diagnosed by MRI. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Explanting physician reported "small cysts" diagnosed by MRI, not device related. There was no rupture for the right side. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported. The event of rupture did not occur for the right side.